Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample has been evaluated.

Event description:
Catheter had broken off in the pt after a few days (broken). Broken at the securement tab. No blood loss.